Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform 58 mm diameter and 132 mm in length abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 26 mm in length and was severely tortuous. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 17 mm in diameter. The right internal iliac artery measured 17 mm in diameter and the left internal iliac artery measured 19 mm in diameter. The right external iliac artery measured 9 mm in diameter; the left external iliac artery measured 8 mm in diameter. It was reported that at the index procedure a type ia endoleak was confirmed after implant of the main body. An aortic cuff was implanted to treat the type I endoleak and the endoleak resolved. It was determined to be a type IV endoleak and the procedure was completed. Four months later the patient presented to a local clinic where they were informed that the aneurysm had not shrunk and there might be an endoleak. A CT noted that there was an endoleak nearby the bifurcated area of main body. It was possible that there was a type ia endoleak or a type iii endoleak which could be related to a damaged graft material. During the initial evar, the delivery attempt of the additional cuff felt resistance near/before the tortuous site of the aortic proximal neck. According to the physician, the distal tip might have made a hole on the graft at that time. However, the physician now states that their conclusion is that it is a type ii endoleak, from the right internal iliac artery. The right internal iliac artery was not coiled, so physician stated that he should have coiled the artery at index procedure. Although the diameter of the aneurysm is the same as before implant, and since there was no aneurysm expansion, the physician decided not to perform additional treatment. The patient is being monitored by their physician. The physician commented that the CT film has difficulty in determination of the exact site of endoleak. Therefore, it should be able to be determined by the angiography at the time of additional treatment.

Manufacturer narrative:
Film evaluation results are: the cause of the large tear seen at the bifurcate flow divider leading to a type iii fabric endoleak, could not be determined from the limited photograph¿s and clinical information provided. It is possible that the hole may have been caused during the reported delivery attempt of the additional cuff during implant, where resistance was felt near the tortuous proximal neck, and the delivery system tip may have caused a hole in the stent graft. Pending possible return of explanted devices.

Event description:
Additional information reported that on a follow up CT scan a type iii fabric endoleak was observed from the bifurcate near the flow divider. The physician performed an open repair and explanted the endurant ii stent graft leaving only the proximal portion of the main body and a stent graft was implanted, resolving the event. Per the physician, it is suspected that the event was probably caused by procedure, possibly touch-up or other reasons when it was implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: from the examination of the returned devices and clinical information provided the exact cause of the fabric tear and resulting type iii fabric endoleak at the bifurcate flow divider could not be determined. The bifurcate was returned with the 1 ¿ stent length aortic body transected proximally between stents 4 ¿ 5, and distally at the flow divider; the proximal aortic body (including the suprarenal stents), and the aortic cuff were not returned, and were reported as left in the patient. The ipsilateral limb was transected at its origin near the level of the flow divider, and was returned with the ipsilateral limb bell-bottom extension protruding 3 stent lengths beyond the distal end of the ipsi limb. The 3 ¿ stent length bifurcate gate was also transected at its origin near the level of the flow divider, and the intact contralateral limb was returned detached from the gate. The reported fabric tear was confirmed. A 4.5 ¿ 5 mm length tear was seen at the flow divider near the medial origin of both the ipsilateral limb and contralateral gate. Several returned photographs from the site during the surgical conversion confirmed a single large tear at the bifurcate crotch, just distal to the flow divider marker, approximately 5 x 10 mm in size. The exact cause of the fabric tear could not be determined. Films during implant and post-implant were not available for review, and the stent graft in-vivo configuration could not be assessed. It is likely that this tear was created via an internal puncture and/or high applied force on the stent graft fabric occurring during implant. This may have been caused by a delivery system component (possibly the tip) where high resistance was reported during implant/removal within the tortuous proximal neck. It is also possible that the other manufacturer¿s inflation balloon or an accessory device used during the implant procedure may have caused the hole. The severely angulated proximal neck may have contributed to this event. It is also possible that this tear may have increased in size during the 30 month implant duration. In addition to the flow divider tear, several other smaller fabric holes were observed that may have been the source of a type iii fabric endoleak. On the ipsilateral limb near the level of the gate (stents 8 ¿ 9), 2 fabric tears 1.2mm and 0.6mm in length were observed. The holes aligned with the proximal (external) stents of the underlying limb extension and appear to be abrasion related. Two abrasion related holes 0.7 and 1.8mm in length were also observed on the ipsilateral extension, where the limb flared out just distal to the junction with the ipsilateral limb. Several burn holes likely occurring during the explant were also observed near the distal end of the left/ipsi limb extension.